Event description:
Patient was undergoing an endoscopic extraperitoneal radical prostatectomy with bilateral pelvic lymphadenectomy. When the mid-line blunt tip trocar was removed, the outer coating over the balloon was seen to have disintegrated. Two pieces were found and removed from the trocar wound site. Upon exam by the surgeon and rn, it was discovered that the balloon had inflated non-symmetrically and may have burst part of the outer covering of the balloon. Unclear why balloon inflated asymmetrically.patient tolerated the procedure well, but developed small bowel ischemia 5 days post-op and required resection of ischemic bowel and also had urethrovesical anastomotic leak approximately 12 days after initial surgery, requiring placement of bilateral nephrostomy tubes. Patient discharged to home with follow-up visits to surgeons.